Event description:
On (B)(6) 2013 a (B)(6) year old patient received an acdf procedure at c5-c7 spine levels. Approximately 90 days following surgery, the superior screws were noted as having backed out. Revision surgery completed on (B)(6) 2014. Patient's activity level, or compliance with post-surgical instructions are unknown. It is unknown if the patient sustained an impact or fall prior to event.

Manufacturer narrative:
(B)(4). Revision occurred to remove the plate and screws and replace it with another plate. Post revision, the patient had no issue and returned to work. The device was not returned and no further evaluation of the product can be completed at this time. The patient's bone integrity is unknown. The root cause of the issue remains unknown, no conclusions can be drawn.